Manufacturer narrative:
Concomitant medical products: product ID: 6947m62, lead implanted: (B)(6) 2013, product ID: 419688, lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached elective replacement indicator (eri). During procedure to remove the device, the doctor was unable to engage the wrench in the set screw to loosen and remove right ventricular (rv) lead. Multiple techniques tried to engage the set screw but was unsuccessful, silicone grommet was removed to visualize set screw. Set screw fell out of the device at that point and rv lead was removed. Upon removing leads from the old device and inserting into the new device, the doctor again had problems with the set screws. The physician was advised to insert the wrench first and then insert the leads, to align wrench perpendicular and leads in past the screw. The physician was able to tighten and hear ratchet sound for rv lead but was not able to hear sounds for the other two leads. The physician performed tug test and leads did not pull out. Testing was completed, and all impedances and testing were comparable to previous device. The new device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.